Event description:
Severe sinus infection led to discovery of fungal ball closed off in sinus. Surgery deferred (pandemic) until (B)(6). Inflammation continues and is still being treated. FDA safety report ID # (B)(4).